Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high ventricular rate episodes due to lead noise on ventricular lead was observed during follow-up in clinic. Noise was reproducible with minor arm movement. Low lead impedance was also noted. However, it was normal during in-clinic check. Device was re-programmed but noise was still present. It could led to inappropriate pacing in the ventricle. Device was reprogrammed to original setting. Lead revision was suggested. Findings were discussed with follow-up physician. No intervention was performed. Patient was stable.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2019. Insulation anomaly was also noted on the lead. Patient remained stable.